Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted for the treatment of an anastomotic thoracic aneurysm. The aneurysm was observed to be distally in the anastomotic site. It was reported during the index procedure a blood vessel prosthesis implantation was completed in zone 3+4 for coarctation of the aorta. The first valiant device was then implanted proximally to cover the artificial blood vessel. An angiogram performed identified a type ib endoleak. The physician then elected to implant an additional valiant device distally. Touch up using a reliant balloon was then performed between the two stents. A final angiogram was then completed and a type iii subtype unknown (suspicious for type iiib) occurred from the joint of the junction. To the resolve the event coils were placed in the aneurysm, however a minor endoleak persisted. Per the physician the cause of the event is undetermined but commented that if confirmed as a type iiib endoleak, excessive balloon expansion may have been a factor. No additional clinical sequelae were reported and the patient will be monitored.